Event description:
The patient underwent implantation of a synchromed pump and catheter in 1996 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The patient developed increased pain including band like or radicular pain, increased weakness and paresthesias of the legs. A CT scan showed a mass at the tip of the catheter. The patient underwent surgical excision of the mass. The operative report described the mass as a yellow, cheesy substance. The pathology report showed a mass with necrotic tissue and eschar. Current patient status is not known. A follow up report will be sent when additional information is received.